Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her blood glucose was 546 mg/dl. Customer treated with a manual injection. Customer stated that she has not had any site issues or alarms. Customer stated that she stopped using the mmt-523 pump and is currently using a different pump. Customer stated that she did not have any high blood glucose symptoms. Customer stated that she normally has a stomach ache. Customer stated that she did not have one this time. Customer stated that she had a back-up plan. Customer had low reservoir alarms in the alarm history. Customer did not have a tubing clamp. Customer was advised to call back once she receives the tubing clamp to complete troubleshooting. Customer stated that she has been changing sites over the weekend and her blood glucose went from 107 mg/dl to 344 mg/dl after eating an apple. Customer called back and the pump passed the high pressure test. Customer was advised that the pump was working as designed and to do a complete set change.